Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the keypad was found to be fully intact; no peeling or damage was observed. The keypad symbols were found to be worn, which has no effect on insulin delivery. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button had a delayed response and the symbol was worn off. The patient denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump outside a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.